Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/17/2018 for evaluation. Performed a voltage test and passed. Performed a pairing test with a (B)(4) bluetooth device and passed. The device passed transmitter functional testing. The device was visually inspected, and no defect was found. Performed share log review and a loss of connection was found in loge on issue date. The reported event of a loss of connection was confirmed. The complaint was confirmed because a loss of connection in the cloud data. The probable cause could not be determined.